Event description:
It was reported that there were chronically high pacing thresholds observed with the patient's right ventricular (rv) lead. A lead revision procedure was performed to reposition the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.